Manufacturer narrative:
A ge service representative evaluated the system and cleaned and re-lubricated the high voltage candlestick connectors and performed a filament calibration. The system operates as intended.

Event description:
It was reported that the system displayed an error and shut down on its own. No patient injury was reported.